Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a foreign material in the tray.

Event description:
It was reported that there was a foreign material in the tray.

Manufacturer narrative:
Received sample in an opened package. Per the visual evaluation, it was observed that there was foreign material (black dust) on the tray. The foreign material could have possibility came in contact with the product either at the manufacturing site, the supplier¿s manufacturing site, or at customer side. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize."